Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According of received service report, replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. In case of gas delivery error one of the recommended action is to replace nozzle units. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately, the defective part and device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit.

Event description:
It was reported that the ventilator generated alarms indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).